Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were having an allergic reaction to the sensor adhesive patch. The reaction was located on the left side of the abdomen under the adhesive patch. The reaction was described as a very irritating rash. The patient treated the affected area with triamcinolone ointment that was prescribed by their doctor on (B)(6) 2017. At the time of contact, the patient was doing good. No additional event or patient information is available.